Event description:
Medtronic legal received information regarding that the insulin pump was defective from the attorney of the family. The information received on december 07, 2021. Attorney reporter alleged that in (B)(6), 2021 the customer had high blood glucose event and the insulin pump was replaced. On december 06, 2021 the insulin pump malfunctioned and failed to deliver the appropriate amount of insulin, causing them to suffer hyperglycemia. Medtronic minimed mode630g insulin pump under-delivered insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.